Event description:
It was reported that the pt was in atrial fibrillation, requiring cardioversion during an svt ablation procedure. Synchronized cardioversion was attempted with 50 joules using a lifepak 12 device. The device discharged on the t-wave, causing the pt to go into ventricular tachycardia and quickly deteriorate into ventricular fibrillation. The pt required one 360 joules shock, and was converted successfully. No other pt demographics were provided.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. There were no problems found with the device. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review of the reported event determined that use error might have contributed to the reported event. It was observed that the changing morphology of the qrs complex made sensing of the r wave difficult. The sense markers were not optimally placed on the qrs complex, occurring late on the complex, when the pt was shocked. The device operating instructions state: "observe ECG rhythm. Confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations, adjust ECG size or select another lead". The ECG shows that after synch was turned on, the user monitored in paddles lead and did not change the leads or ECG size to attempt to correct the placement of the sense markers. Leads were not changed until approx 5 mins following the initial 50 joule shock.